Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had a broken tip upon opening the package. The graspers wouldn¿t actually close with handle pressure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection was conducted. Small amounts of tissue were observed on the heating element. The heater wire was observed to be twisted and detached at the tip of the hot jaw. The wire remained in place at the base of the jaws. The jaws aligned with no observed failures. The shaft was bent at the pivot point approximately one inch below the base of the jaws. No other failures were observed. Based on the returned condition of the device, the reported failure "bent wire" and analyzed failure ¿bent shaft¿ was confirmed but was not confirmed for the reported failure mode ¿mechanical issues; jaw; jaws did not match up/align¿. Specific actions for the reported failure "bent wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during use for an endoscopic vein harvesting procedure, vasoview hemopro 2 heater wire separated during use. Although there was no patient harm, the device was used in the patient and the issue was not when the box was opened, but during use. The graspers wouldn¿t actually close with handle pressure. Further investigation is required to see whether this issue was a result of being loaded in the cannula or if this truly came broken out of the box. The hospital did not report any patient effects.